Event description:
Device #2 of 2. Ref MFR. Report: 1627487-2014-26327. The pt has two leads implanted with the same lot number. It was reported the patient's scs system was removed due to shocking.

Manufacturer narrative:
Evaluation results: the complaint of "discomfort" could not be confirmed. As received the ipg communicate with a lab pt programmer. The ipg accepted charge and was fully charge. The ipg was functionally tested and passed all functional testing. No anomalous outputs were observed and no erroneous signals were observed from the non-programmed channels or the can. No visual or functional anomaly was observed that could cause the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.